Event description:
It was reported that the customer went to the emergency room clinic due to diabetic ketoacidosis and blood glucose (bg) level of 428mg/dl. Manual injections were administered to address bg level. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, a cartridge change error had occurred. Additionally, the customer's insulin was exposed to temperatures over 100 degrees fahrenheit. No additional patient or event information was provided.

Manufacturer narrative:
The user guide states: "you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room clinic due to diabetic ketoacidosis and blood glucose (bg) level of 428mg/dl. Manual injections were administered to address bg level. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Additionally, the customer's insulin was exposed to temperatures over 100 degrees fahrenheit. No additional patient or event information was provided.

Manufacturer narrative:
B5, remove MDR code 1384.